Manufacturer narrative:
The device was received fully deployed with the slide insert in the viewing window and the linkage assembly in the fully deployed state. During initial inspection, the cannula could not be seen past the bottom housing. Upon removing the top housing, the exposed portion of the soft cannula appeared to have been torn off; it cannot be determined when this damage occurred. The cannula measured to be 0.6415 inches in length, which is not within specifications. The download data generated an 0x6a alarm indicating an occlusion during the run time. No damages or defects were found during the investigation that would contribute to the observed alarm and or indicate a failure to deliver insulin. No timeouts or drive stalls were observed during the run. Serial no changed from (B)(6) to (B)(6). Unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted or did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.